Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the pump history was missing following the reset. Additionally, it was reported that the customer received an occlusion alarm. During troubleshooting with tandem technical support, it was identified that a positional blockage may have caused the alarm. The customer's blood glucose level was 360 mg/dl. The customer has insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion malfunction could not be evaluated as no used cartridges were returned with the device. The alleged reset and data malfunctions could not be verified.